Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the customer indicates the bur was being used at a high speed with the m4 microdebrider handpiece.

Manufacturer narrative:
The product analysis indicates that one opened sample of part number 1883673hs from lot number 0211842637 was received. A microscope and calipers were used to analyze the device. When viewed under magnification, there was gouging of the outside diameter of the inner shaft just proximal to the tip with corresponding damage to the outer tube support area. The inner shaft broke 0.65¿ from the distal face of the inner hub with striations around the outside diameter of the break point indicating metal on metal contact. The break point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there was no deformation of hubs, no ¿melting¿. The front hub high point measured 0.372¿, required is 0.372¿ +0.002 / -0.003 which is in specification. The inner hub outside diameter requirement is 0.330¿ / +-0.002¿ and measures from 0.329¿ to 0.332¿ which is in specification. There was no allegation of a defect prior to use. The information indicates excess pressure was applied during use which caused the distal end wear and shaft breakage. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the bur stopped during surgery (fess). The doctor uninstalled the bur and reported the base (hub) had "melted". A replacement bur was used to complete the surgery. There was no patient injury. The product analysis indicates there was no evidence of the hub melting, but the bur shaft was broken.